Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted at implant. Through follow-up with the health-care provider, it was also learned that the patient expired intra-operatively during mitral valve replacement surgery due to av disassociation. Based on the op report provided, the patient presented with severe mitral regurgitation and tricuspid regurgitation. The patient's tissue was noted to be quite friable. The mitral valve was exposed; extensive valve analysis was performed. There was no evidence of prolapsed of either posterior or anterior mitral leaflets. The annulus was mildly dilated. By static testing, multiple regurgitant jets were emanating at the coaptation area. Given the patient's age, it was felt that there was unknown etiology for her mitral regurgitation. It was felt that perhaps mitral valve replacement would achieve a longer term results. A 31mm edwards prosthetic valve was seated onto the mitral annulus without difficulties. At this time, a 32mm edwards tricuspid ring was also seated onto the tricuspid annulus without difficulties. By static testing, the tricuspid valve was competent. The right atrium was closed and cross-clamp was removed. After about 5-10 minutes, it was noted copious amount of red blood was seen emanating from the back of the heart. By inspection, it was noted a fairly sizeable hematoma was forming in the posterior aspect of the heart consistent of av groove disruption. Several small jets of blood were seen ejecting from the lateral wall. Cross-clamp was re-applied and the heart was arrested. The mitral (subject) valve was removed. By inspection, it was a fairly large av groove dissociation noted just under the posterior mitral leaflet. This area was quite extensive. A large patch was placed over the area of the av groove dissociation. At this time, the mitral annulus was sized to a 27-29 mm tissue valve. Decision was made to insert a 27 mm valve to avoid distention of the mitral annulus. A 27mm valve was seated onto the mitral annulus as well as the patch repair area without difficulties. Cross-clamp was removed. However, after several minutes of heartbeat, again copious amount of red blood was seen emanating from the posterior aspect of the heart. Several large pledgeted sutures were attempted to secure the area without success. At this time, the hemorrhage was quite significant consistent of with a further av groove dissociation. Given the patient's old age as well as her very friable tissue, the surgeon thinks that it was apparent that the patch repair was not holding secondary to her friable left ventricular tissue. After discussion, it was felt that further repair would not yield further improvement of results. A discussion with the family was also held. It was felt that this was an unsalvageable situation. Patient was allowed to expire in the operating room on (B)(6) 2012. At this time, the cpb machine was turned off and patient was closed.

Manufacturer narrative:
(B)(4). Eval code = device not returned. Av disruption/dissociation is a complication that typically results from an aggressive debridement of calcified tissue during mitral valve surgery prior to valve implantation. Av disruption has a mortality rate of up to 50% and needs to be repaired urgently. When this complication is associated with mitral valve replacement, it is typically related to excessive debridement of the mitral annulus, a calcified or fixed mitral annulus, excessive debridement or excision of the papillary muscles, or aggressive retraction of the apex of the heart after prosthetic valve placement. Unfortunately, the explanted device was not returned; therefore, the root cause of this event could not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.